Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and abdominal pain lower ("cramping") in a 41-year-old female patient who had essure (ess205) (batch no. 12275531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In july 2005, 10 years 5 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"). In july 2005, the patient experienced depression ("depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the device via total hysterectomy and bilateral salpingectomy on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved and the menorrhagia, depression, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-sep-2005: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received: new events depression, anxiety and vaginal haemorrhage added. Outcome for the event abdominal pain lower updated to recovered / resolved. Surgical treatment added to the event pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and abdominal pain lower ("cramping") in a 41-year-old female patient who had essure (ess205) (batch no. 12275531-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, 10 years 5 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"). In (B)(6) 2005, the patient experienced depression ("depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the device via total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved and the menorrhagia, depression, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 31-jul-2018: update of information (batch not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and abdominal pain lower ("cramping") in a 32-year-old female patient who had essure (ess205) (batch no. 12275531-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and hypertension. Concomitant products included lisinopril since (B)(6) 2015 for hypertension as well as amitriptyline since (B)(6) 2014, hydroxyzine since (B)(6) 2009, ibuprofen from (B)(6) 2005 to (B)(6) 2015, panadeine co (tylenol #3) from (B)(6) 2005 to (B)(6) 2015 and topiramate (topomax) since (B)(6) 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, 10 months 3 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain 1 loss specify which one: weight gain") and fatigue ("fatigue"). On (B)(6) 2006, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced pollakiuria ("bladder or urinary problems or changes urinary frequency"). On (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), groin pain ("groin area on both legs") and back pain ("lower back area pain"). The patient was treated with surgery (removal of the device via total hysterectomy and bilateral salpingectomy on (B)(6) 2015) and surgery (removal of the device via total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea and vaginal haemorrhage had resolved and the menorrhagia, depression, anxiety, pollakiuria, migraine, headache, dyspareunia, weight increased, fatigue, groin pain and back pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, menorrhagia, migraine, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 160 lbs. Plaintiff was taken leave from his job, date leave began: (B)(6) 2012 and date leave ended: (B)(6) 2012 and date leave began: (B)(6) 2009 date leave ended: (B)(6) 2009, reason: bladder mesh sling. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received: device insertion date updated. Events: urinary frequency, migraines, headaches, dyspareunia, weight gain, fatigue, groin pain, lower back pain. Event onset date and outcome updated. Concomitant conditions and drugs added. Reporter causality comments added. Incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and abdominal pain lower ('cramping') in a 32-year-old female patient who had essure (ess205) (batch no. 12275531-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and hypertension. Concomitant products included lisinopril since (B)(6) 2015 for hypertension as well as amitriptyline since (B)(6) 2014, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2005 to december 2015, hydroxyzine since (B)(6) 2009, ibuprofen from (B)(6) 2005 to (B)(6) 2015 and topiramate since (B)(6) 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain 1 loss specify which one: weight gain"), 10 months 3 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced pollakiuria ("bladder or urinary problems or changes urinary frequency"). On (B)(6)2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), groin pain ("groin area on both legs") and back pain ("lower back area pain"). The patient was treated with bladder mesh sling and surgery (removal of the device via total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal haemorrhage, dyspareunia, groin pain and back pain had resolved and the depression, anxiety, pollakiuria, migraine, headache, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, menorrhagia, migraine, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 160 lbs. Plaintiff was taken leave from his job, date leave began: (B)(6) 2012 and date leave ended: (B)(6) 2012 and date leave began: (B)(6) 2009 date leave ended: (B)(6) 2009, reason: bladder mesh sling. She received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "menorrhagia, dyspareunia, groin pain and back pain was changed to recovered/resolved". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and abdominal pain lower ('cramping') in a 32-year-old female patient who had essure (ess205) (batch no. 12275531-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and hypertension. Concomitant products included lisinopril since (B)(6) 2015 for hypertension as well as amitriptyline since (B)(6) 2014, codeine phosphate;paracetamol (tylenol with codeine no.3) from july 2005 to december 2015, hydroxyzine since (B)(6) 2009, ibuprofen from july 2005 to december 2015 and topiramate since (B)(6) 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain 1 loss specify which one: weight gain"), 10 months 3 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced pollakiuria ("bladder or urinary problems or changes urinary frequency"). On (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), groin pain ("groin area on both legs") and back pain ("lower back area pain"). The patient was treated with bladder mesh sling and surgery (removal of the device via total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal haemorrhage, dyspareunia, groin pain and back pain had resolved and the depression, anxiety, pollakiuria, migraine, headache, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, menorrhagia, migraine, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 160 lbs. Plaintiff was taken leave from his job, date leave began: (B)(6) 2012 and date leave ended: (B)(6) 2012 and date leave began: (B)(6) 2009 date leave ended: (B)(6) 2009, reason: bladder mesh sling. She received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dysmenorrhea, menorrhagia, pelvic pain. Lot number [12275531] is not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and abdominal pain lower ('cramping') in a (B)(6) female patient who had essure (ess205) (batch no. 12275531-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and hypertension. Concomitant products included lisinopril since (B)(6) 2015 for hypertension as well as amitriptyline since (B)(6) 2014, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2005 to (B)(6) 2015, hydroxyzine since (B)(6) 2009, ibuprofen from (B)(6) 2005 to (B)(6) 2015 and topiramate since (B)(6) 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain 1 loss specify which one: weight gain"), 10 months 3 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced pollakiuria ("bladder or urinary problems or changes urinary frequency"). On (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), groin pain ("groin area on both legs") and back pain ("lower back area pain"). The patient was treated with bladder mesh sling and surgery (removal of the device via total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal haemorrhage, dyspareunia, groin pain and back pain had resolved and the depression, anxiety, pollakiuria, migraine, headache, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, menorrhagia, migraine, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) . Plaintiff was taken leave from his job, date leave began: 02-jan-2012 and date leave ended: (B)(6) 2012 and date leave began: (B)(6) 2009 date leave ended: (B)(6) 2009, reason: bladder mesh sling. She received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of events "menorrhagia, dyspareunia, groin pain and back pain was changed to recovered/resolved". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a 41-year-old female patient who had essure (ess205) (batch no: 12275531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation / menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the device via total hysterectomy and salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and menorrhagia outcome was unknown and the dysmenorrhoea and pelvic pain had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters, date of birth, lab data, essure lot number: (12275531), stop date added. Onset date of events and outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pelvic pain"). The patient was treated with surgery (removal of the device via total hysterectomy). Essure (ess205) was removed in 2015. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2017: f/u summons received- essure insertion date updated. Events dysmenorrhea and pelvic pain added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report